Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 216 mg/dl and 525 mg/dl at the time of the call. The customer treated with the insulin pump. She had changed the infusion set but blood glucose level continued to rise. Troubleshooting was performed. No leaks or air bubbles were found. The cannula was slightly curved but not bent. The high pressure test was not performed. The customer also reported experiencing low blood glucose in the mornings. He mentioned that he was in the hospital due to a fall and the doctor adjusted the insulin pump's settings. The customer stated he had high blood glucose with 2 sets. It was advised that the insulin pump would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test, displacement accuracy test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window corners, stained end cap sticker, stained address label and stained serial number label.